Event description:
The complainant reported an over-delivery. The intended amount was 500ml at a rate of 61ml/hr; however, 380ml was delivered in two hours. Per the reporter, the patient has also used an ambulatory feeding bag with the same pump and has not experienced an over-delivery.

Manufacturer narrative:
(B)(4). The device reported, list number 0086, is an abbott product that is marketed internationally which is the same or similar to a device, list number 00086, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.